Event description:
The nurse was attempting to insert a 22 gauge catheter into the right antecubital area. When she went to pull the catheter out, she noticed that part of the catheter was missing. It seemed to have broken off inside the patient's arm. The nurse denied reinserting the needle back in the catheter once she pulled it out. The emergency department physician was immediately notified.